Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. This lead was repositioned successfully. No additional adverse patient effects were reported.